Event description:
As reported, the balloon of a 5mm x 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching nominal pressure. A 4mm x 4cm saberx radianz pta balloon catheter was used as a replacement to perform dilation. An unknown drug-coated balloon (dcb) was then used and the procedure was completed. There were no reported injuries to the patient. This was during a superficial femoral artery (sfa) procedure in which a radial approach was used. An unknown guidewire was inserted prior to use of the 5mm x 4cm saberx radianz ptya balloon catheter. Additional information was requested but as unavailable. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5mm x 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching nominal pressure. A 4mm x 4cm saberx radianz pta balloon catheter was used as a replacement to perform dilation. An unknown drug-coated balloon (dcb) was then used and the procedure was completed. There were no reported injuries to the patient. This was during a superficial femoral artery (sfa) procedure in which a radial approach was used. An unknown guidewire was inserted prior to use of the 5mm x 4cm saberx radianz pta balloon catheter. Additional information was requested but as unavailable. The device was not returned for evaluation. A product history record (phr) review of lot 82298978 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be verified as the device was not returned for analysis. Therefore, the exact root cause of the event could not be determined. Based on the limited available information, procedural factors and handling of the device during the procedure likely contributed to the reported event. However, in the absence of product return, procedural images, or angiographic films, a definitive causal relationship between the device and the reported event cannot be established. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.